Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Assembly/component issue, other/defective. Bearings clicking on leftside, both seat rails are bent in travels. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Per return evaluation, seat rails are bent in.